Manufacturer narrative:
The valve was rec'd in the st jude med heart valve div fer analysis lab in a st jude med product return kit, submerged in a liquid solution. The sewing cuff was off-white in color, and contained no cuts or sutures. A small amount of granular substance covered the carbon surfaces of the valve. Both leaflets exhibited normal mobility. The valve was chemically sterilized, cleaned, and the sewing cuff was removed. The valve was then visually examined at 1ox magnification for any anomalies on the surfaces of the leaflets and orifice. The leaflets and orifice were found to be unremarkable. The valve was then disassembled for performance testing. The results of the pulse duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of st jude med's specs. The leaflet and orifice dimensions were inspected and verified to be within st jude med's specs. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st jude med's specs. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Info reviewed from the valve's device history record and the add'l testing performed through the fer analysis lab indicated the valve complied with st jude med specs at the time of MFR. Results of this investigation are inconclusive. St jude med heart valve div has not rec'd add'l info which may have aided in this investigation. The cause of the intraoperative mitral regurgitation remains unk; however, testing performed on the returned valve indicated it was not due to an intrinsic valve defect.

Event description:
The valve was explanted due to regurgitation.